Manufacturer narrative:
Unit received with cracked and bleeding lcd glass and minor scratched lcd window.

Event description:
The customer reported via phone call that they had cracked at screen. The customer¿s blood glucose level was 70 md/dl. The customer was advised to discontinue the insulin pump and revert to backup plan. The device will be returned for analysis.